Event description:
It was reported the patient¿s antenna ¿burned his skin two months¿ prior to report after the patient ¿fell asleep on the recharger.¿ additional information has been requested. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3487a, lot# j0555423v, implanted: (B)(6) 2006, product type lead; product ID 748951, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 74001, lot# n336133, implanted: (B)(6) 2013, product type adapter; product ID 37714, serial# (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator. (B)(4).